Event description:
A customer reported that their pump screen was not turning on and the device emitted a red led blink while vibrating intermittently. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) instructed the caller to try several troubleshooting steps, which did not resolve the issue, so a replacement pump was sent. Reportedly, customer reverted to manual injections for insulin therapy.